Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint is inconclusive since the product was not returned for evaluation. The complaint of a damaged guidewire was confirmed, but the exact cause could not be determined from the evidence provided. The catheter in the photo is bent in two places near the midpoint of the catheter. The guidewire extends from purple catheter hub several inches. No obvious breaks in the guidewire can be observed from the photo received.

Event description:
Per sales representative, the guidewire allegedly did not retract in the powerglide and was pulled out of the catheter housing. No patient injury reported.